Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b4 (event description) section b7 (relevant medical history) section d1 (brand name) section d4 (model, catalog, lot number, expiration date, and UDI number) section d11 (concomitant medical products: 6fr catheter, short universal flush catheter) section g4 (date received by the manufacturer and PMA/510(k) number) section h4 (manufacturing date) section h6 (evaluation codes: patient code 2135) additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. The patient became aware of the reported events approximately 9 years and 5 months post implantation. The patient reports ivc perforation and filter tilt. The patient also reports suffering from anxiety and pain. The following additional information was received per medical records: patient presented with shortness of breath and increased leg swelling. Ultrasound revealed dvt and possible caval thrombosis. Chest CT showed bilateral pe. Ivc filter was placed without complication and patient has been anticoagulated. Patient is slightly sub-therapeutic at 2.4 and her coumadin dosing may need to be adjusted to achieve goal. At time of discharge, patient is stable without complaints of shortness of breath. The following additional information was received per implant records: via right groin, the right common femoral vein was punctured and sheath inserted for flush and cavogram. No thrombus was noted at confluents, bulky nonocclusive thrombus present in distal and mid ivc which runs up and projects slightly to renal veins. Thrombus occupies approximately 50% of the ivc lumen diameter. A temporary cable filter at the level of the renal veins was placed due to small projectile of thrombus that goes up above the bottom of the filter. Implanting physician stated potential occlusion of cable filter is high. The patient tolerated the procedure well and remained in stable condition without any respiratory compromise.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes pulmonary embolism (pe), right lower extremity dvt, vena caval dvt, crohn¿s disease, hypertension, dyslipidemia, irritable bowel syndrome, peripheral vascular disease, reflux disease, and manic depressive disorder. Patient presented with shortness of breath and increased leg swelling. Ultrasound revealed dvt and possible caval thrombosis. Chest CT showed bilateral pe. The ivc filter was placed at the level of the renal veins. There was a small projectile of thrombus that went up above the bottom of the filter. The patient tolerated the procedure well and remained in stable condition without any respiratory compromise. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilting and perforation of the filter. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and filter tilt. The patient also reports anxiety and pain. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately 9 years and 4 months post implantation. The patient reports perforation of filter strut(s) outside the ivc and filter tilt. The patient also reports suffering from anxiety and pain. The following additional information was received per implant records: the patient had a history of pulmonary embolism (pe), right lower extremity dvt, vena caval dvt, crohn¿s disease, hypertension, dyslipidemia, irritable bowel syndrome, peripheral vascular disease, reflux disease, and manic depressive disorder. Patient presented with shortness of breath and increased leg swelling. Ultrasound revealed dvt and possible caval thrombosis. Chest CT showed bilateral pe. She also had a history of inferior vena caval clot. The ivc filter was placed at the level of the renal veins. There was a small projectile of thrombus that went up above the bottom of the filter. The patient tolerated the procedure well and remained in stable condition without any respiratory compromise.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation of the filter. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.